Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spinal pain. It was reported that the patient saw an unknown error code on their ins recharger (insr). The patient had an unrelated back surgery and was required to wear a back brace and was not able to recharge while wearing the brace. The insr showed a little man and told the patient to call the manufacturer. The patient noted they were getting the back brace off the day of the report. They were redirected to a healthcare professional (hcp) to check the device and the patient stated they already had an appointment scheduled for (B)(6) 2017 an was told a manufacturer representative (rep) would come to the appointment to ¿jumpstart¿ the ins. It was unknown the last time the patient was able to successfully recharge. No patient complications were reported as a result of this event. Additional information was received from consumer stating that their device was turned off for back surgery and the battery would not charge now. No further complications were reported as a result of this event. The patient reported that their first ins had died and they were having difficulty recharging it. It was reported that the patient had the ins replaced on (B)(6) 2018. No further complications are anticipated.